Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of pelvic pain ("bilateral pelvic pain") and device dislocation ("essure not identified in the left tube") in an adult female patient who had essure (batch no. B15012) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced device breakage ("small residual fragment on left in uterine cornu / implant broke during hysteroscopic removal") and complication of device removal ("removal incomplete / removal with forceps"). The patient was treated with surgery (bilateral salpingectomy) and surgery (hysteroscopic removal with forceps). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device dislocation and complication of device removal outcome was unknown and the device breakage had resolved. The reporter provided no causality assessment for complication of device removal, device breakage, device dislocation and pelvic pain with essure. The reporter commented: no issues at insertion. 4 coils on right, 4 on left. Removal procedure: essure device identified in right tube and salpingectomy performed. Essure device not identified in left tube, salpingectomy performed. Device identified hysteroscopically on left and removed with forceps. As removal had been possibly incomplete, a post-operative abdominal x-ray was performed - this showed small residual fragment on left in uterine cornu, however patient was completely asymptomatic and therefore was discharged. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. X-ray - on (B)(6) 2014: small residual fragment on left in uterine cornu. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pts: pelvic pain: n° 11071 cases (excluding this case). Device dislocation: n° 3424 cases (excluding this case). Device breakage: n° 2424 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: device breakage questionnaire received: patient´s initial and date of birth added. The outcome of the event breakage was updated to recovered/resolved. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a gynecologist and describes the occurrence of pelvic pain ("bilateral pelvic pain") and device dislocation ("essure not identified in the left tube") in a female patient who had essure (batch no. B15012) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced device breakage ("small residual fragment on left in uterine cornu") and complication of device removal ("removal incomplete / removal with forceps"). The patient was treated with surgery (bilateral salpingectomy) and surgery (hysteroscopic removal with forceps). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, device dislocation and complication of device removal outcome was unknown and the device breakage had not resolved. The reporter provided no causality assessment for complication of device removal, device breakage, device dislocation and pelvic pain with essure. The reporter commented: no issues at insertion. Four coils on right, 4 on left. Removal procedure: essure device identified in right tube and salpingectomy performed. Essure device not identified in left tube, salpingectomy performed. Device identified hysteroscopically on left and removed with forceps. As removal had been possibly incomplete, a post-operative abdominal x-ray was performed - this showed small residual fragment on left in uterine cornu, however patient was completely asymptomatic and therefore was discharged. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). X-ray - in (B)(6) 2014: small residual fragment on left in uterine cornu. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 03-nov-2017 for the following meddra pts: pelvic pain: n° 6128 cases (excluding this case). Device dislocation: n° 2192 cases (excluding this case). Device breakage: n° 1878 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2017: quality-safety evaluation of ptc. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 03-nov-2017 for the following meddra pts: pelvic pain: n° 6128 cases (excluding this case). Device dislocation: n° 2192 cases (excluding this case). Device breakage: n° 1878 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.